Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: cervix') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn. Previously administered products included for an unreported indication: depo shots and pills. Concurrent conditions included anxiety and depressive disorder. Concomitant products included meclozine (meclizine) for dizziness as well as naproxen. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary infection"), migraine ("migraines"), headache ("headaches"), tooth loss ("dental problems: teeth fell apart once essure was placed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vertigo ("vertigo"), back pain ("pain lower back") and arthralgia ("hips pain"). The patient was treated with surgery (grasped with polyp forceps and removed on (B)(6) 2018 (one side removed due to migration)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, headache, tooth loss, dyspareunia, pelvic pain, back pain and arthralgia outcome was unknown and the urinary tract infection and migraine had resolved. The reporter considered arthralgia, back pain, device expulsion, dyspareunia, headache, migraine, pelvic pain, tooth loss, urinary tract infection and vertigo to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date 2007 and 2008. One side essure coil removed due to migration in cervix. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Ultrasound scan - on an unknown date: normal. They were working fine on the same day of the test.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pfs received: essure start date updated so model number was also updated to essure 205. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: cervix') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn. Previously administered products included for an unreported indication: depo shots and pills. Concurrent conditions included anxiety and depressive disorder. Concomitant products included meclozine (meclizine) for dizziness as well as naproxen. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary infection"), migraine ("migraines"), headache ("headaches"), tooth loss ("dental problems: teeth fell apart once essure was placed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vertigo ("vertigo"), back pain ("pain lower back") and arthralgia ("hips pain"). The patient was treated with surgery (grasped with polyp forceps and removed on (B)(6) 2018 (one side removed due to migration)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, headache, tooth loss, dyspareunia, pelvic pain, back pain and arthralgia outcome was unknown and the urinary tract infection and migraine had resolved. The reporter considered arthralgia, back pain, device expulsion, dyspareunia, headache, migraine, pelvic pain, tooth loss, urinary tract infection and vertigo to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date 2007 and 2008. One side essure coil removed due to migration in cervix. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Ultrasound scan - on an unknown date: normal. They were working fine on the same day of the test.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: cervix") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn. Previously administered products included for an unreported indication: depo shots and pills. Concurrent conditions included anxiety and depressive disorder. Concomitant products included meclozine (meclizine) for dizziness as well as naproxen. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary infection"), migraine ("migraines"), headache ("headaches"), tooth loss ("dental problems: teeth fell apart once essure was placed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vertigo ("vertigo"), back pain ("pain lower back") and arthralgia ("hips pain"). At the time of the report, the device expulsion, headache, tooth loss, dyspareunia, pelvic pain, back pain and arthralgia outcome was unknown and the urinary tract infection and migraine had resolved. The reporter considered arthralgia, back pain, device expulsion, dyspareunia, headache, migraine, pelvic pain, tooth loss, urinary tract infection and vertigo to be related to essure. The reporter commented: discrepancy noted in essure implant date 2007 and 2008. One side essure coil removed due to migration in cervix. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Ultrasound scan - on an unknown date: normal. They were working fine on the same day of the test. Most recent follow-up information incorporated above includes: on 30-apr-2019: plaintiff fact sheet and medical records were received. Event injury replaced with events per pfs: migration of essure device location of device: cervix, urinary infection, migraines, headaches, dental problems: teeth fell apart once essure was placed, dyspareunia (painful sexual intercourse), pain, vertigo, pain in lower back and hips pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.